Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that at the pt's initial stimulation, all the electrode channels showed normal impedances. At the one month eval, one of the electrodes showed a 'hi' impedance. At the three months evaluation, in 2004, the pt now has 7 electrode channels with 'hi' impedance.